Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use the pump displayed 41786 error occurred at least twice. It indicates a system fault alarm which will interrupt the therapy. There was a delay in therapy. There was a patient involvement and no patient harm.